Event description:
The customer reported the device did not deliver shock during emergency defibrillation. The device was in use on a patient. There was no patient injury or harm. Another device was used to treat the patient. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.